Event description:
Procedure: unk. Reportedly, the staples were going through the mesh instead of stapling. A similar device was applied and there were adverse effects to the pt. Note: during routine review this report was re-evaluated. At that time, the decision was made to file a report based on the info received.